Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up it was reported the hinge was too low resulting in insufficient stromal bed to perform ablation.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows that start up checks were performed without any issue. During the complete day there were no relevant error or warning messages. All treatments were successfully performed and show no interruptions or other issues. The logfile shows no issues which can contribute the reported event.(B)(4).

Manufacturer narrative:
No abnormalities that could have contributed to this event were found during the device history records review and the product was released according to company acceptance criteria. The root cause could not be identified. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up it was reported the left eye was involved. The surgeon reports suboptimal suction was achieved and a poor cutting plane was the result.

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a decentered flap, he lifted the flap but did not proceed with ablation. Additional information has been requested.